Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician opened the unit and it was not working or clipping properly. There was no patient injury.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the device was received with the frame separated from the rest of the device. Both the frame and the trigger were severely bent in half. Due to this, the device could no longer function properly or be reassembled. The pawl was spun out of place and the staples appeared to be misaligned. The returned sample appears used as there is biological material present on the device. The stapler was returned with 32 staples remaining indicting that at least 3 staples have been fired by the end user. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "unit is not clipping properly" could not be confirmed since functional inspection could not be performed on the returned device. The device was received severely bent in other remarks: half which prevents the device from being able to fire staples. The staples in the device were misaligned. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. Although the reported complaint issue could not be confirmed, there was a confirmed issue with the device. Functional inspection was not able to be performed due to the tube being severely bent. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The physician opened the unit and it was not working or clipping properly. There was no patient injury.